Event description:
Additional information was received that the physician chose to continue with routine follow ups via the remote home monitoring system since all shock impedances prior to and post the out of range measurement alert have been normal. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement. Boston scientific technical services (ts) was consulted and reviewed daily measurements which indicated that the shocking impedance had been stable and within range prior to the out of range measurement. Ts recommended bring the patient into the clinic for evaluation and further testing. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.